Event description:
Home patient (hp) contacted baxter's technicial service center for assistance during apd therapy. Hp reported a leak in fill 1/4. Technician assisted hp in ending therapy. Follow up with rn indicates no patient injury or medical intervention as a result of reported incident.